Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on the ilet was intermittently unresponsive, occurring approximately 4¿5 times per day. The user stated the issue had been present since initiating use of the ilet. No blood glucose impact was reported. The user was advised to capture a video of the issue, but by the time attempts were made, the button resumed functioning. On (B)(6) 2025, the user confirmed the ilet was working better after syncing with the continuous glucose monitor (cgm) but continued to experience occasional delays with the sleep/wake button. The user remains able to utilize the ilet as intended. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.